Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise, resulting in several inappropriate episodes that occurred up to five days post implant. Pacing inhibition was also observed, although no patient symptoms were reported. A guidant technical services consultant reviewed an electrogram showing noise that appeared nonphysiologic and discussed the possibility of air leaking out of a damaged seal plug. There have been no further reports of oversensing.